Manufacturer narrative:
Trackwise ID # (B)(4). The lot # 25149957 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 10/01/2020. An investigation was conducted on 10/08/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device but not in its normal position. The white plunger was not depressed and the blue slide lock was not disengaged. The seal and tension spring assembly was observed in the loading device body. The delivery device was removed from the loading device with the seal and tension spring assembly inside the delivery device but not in its normal position. The seal and tension spring assembly was removed from the delivery device. The seal was observed to be unraveled and not attached to the tension spring assembly. Measurements were taken of the delivery device. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.219 inches. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the results of the investigation, the reported failure "fitting problem" was confirmed, as well as for the analyzed failure "unraveled material".

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), they tried to set according to the procedure, but the delivery device could not be pulled out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.